Event description:
On initial contact, dentist reported handpiece overheating, and burned inside of a pt's mouth. When contacted, office noted handpiece overheated and burned inside of pt's mouth. Pt complained of discomfort after procedure. Put ointment on area for a couple of days, then the pt was fine. Dentist returned two handpieces. It was not known which caused the burn.